Manufacturer narrative:
Additional narratives tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Edwards received notification that this patient with a 29mm aortic valve underwent a valve-in-valve procedure after an approximate implant duration of 6 years and 3 months due to degeneration leading to stenosis. The patient presented with dyspnea, syncope and niha ii before the procedure. A 29mm transcatheter valve was implanted with a good outcome. The patient was noted as to be doing well.

Manufacturer narrative:
H10: additional narratives: updated h6 per new information received.